Event description:
It was reported that the atrial and ventricular leads were undersensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2007, explanted: (B)(6) 2013; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2001, explanted: (B)(6) 2013. (B)(4).